Event description:
A peritoneal dialysis patient reported experiencing an allergic reaction to the adhesive component of an island dressing. Product: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).